Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that the pump's time and date were incorrect; cause was unknown. Tandem technical support helped the customer in correcting the time and date and successfully resume insulin delivery. Customer¿s blood glucose level was 239 mg/dl.